Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels between 375-450 mg/dl with ketones for the past 3 days. Customer indicated that they turned off the pump last night and reverted back to manual insulin injection using apidra, and their bg levels came down right away. Customer also reported placing a new site/cartridge multiple times, and increasing the basal rate. Additionally, the customer mentioned that during one of the site changes they noticed blood, and had soreness at the site. System check was performed, and the pump and cartridge were operating as intended. Recommendation was made for the customer to consult with their healthcare provider regarding site rotation and settings.